Event description:
Additional information received from the rep indicated that the patient was scheduled for surgery on the day of the report and would be receiving a new ins.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s spinal cord stimulator was not working. The patient suffered a fall in (B)(6) and was unable to make contact with the device. The pocket created appears as though the ins settled into a tilted position adding to the inability to charge adequately. The rep attempted to trickle charge but was unable to make contact even when using antenna locator. No interventions/actions were done to resolve the issue as of (B)(6) 2017. The patient was scheduled to see a surgeon on (B)(6) 2017 to discuss ins replacement and a new pocket. The issue was not resolved as of (B)(6) 2017, and no surgical intervention had occurred, but it was planned and not scheduled. The patient was alive with no injury. It was noted that the event occurred during device follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.